Manufacturer narrative:
The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced without incident, due to normal battery depletion. Upon return to boston scientific after explantation, a detailed analysis confirmed premature battery depletion. It was determined that the low voltage capacitors were compromised. No additional adverse patient effects were reported